Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer array placement to the skin inflammation/irritation, cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 36-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2020. On (B)(6) 2026, novocure was informed that the patient temporarily discontinued optune gio therapy due to skin irritation described as a burn on her scalp. The patient reported that skin irritation was a chronic issue, having previously consulted multiple dermatologists and her neurologist regarding the condition. She confirmed the use of a skin barrier and reported having tried various brands, as well as changing arrays every two days. On (B)(6) 2026, the patient reported ongoing, often severe, skin irritation. During a phone consultation, she expressed concern that she was not receiving effective medical guidance. She indicated having been referred to three different dermatology providers and prescribed multiple topical treatments, sprays, and injections to manage her symptoms. The patient continues to change the arrays every two days due to hair growth and to minimize irritation, with the goal of avoiding daily array changes. She reports that this pattern has been ongoing for several years. Multiple attempts were made to contact the prescribing physician; however, no response was received.